Event description:
Initial report: the dr claims that the graft, implanted in a heparinized pt for an ascending aortic aneurysm repair, leaked an unknown (and unattainable) quantity of blood through its walls. The duration of the leakage is unknown and unattainable. The dr elected to allow the leakage to stop on its own. The procedure outcome was fine. The graft was left in. The pt's condition was okay. On 10/19/1999: co learned that the dr had administered platelets.